Event description:
Additional information was received that suspected but not confirmed damage due to clavicular crush was reported on the rv lead. Diagnostic imaging was performed and no anomalies were found. The patient will continue to be monitored.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed; the noise was not reproducible. No intervention has been performed. The patient was stable and will continue to be monitored.